Event description:
It was reported that the user missed a meal announcement and asked whether to announce after more than 30 minutes had elapsed; the user was advised not to announce and to allow the automated correction algorithm to address postprandial needs, with blood glucose reported at 160 mg/dl. No reported adverse clinical effects. Outcomes included no disruption to therapy and no need for medical intervention. Investigation included customer support review and user education on appropriate timing of meal announcements and reliance on the correction algorithm when a meal announcement is missed. Investigation of this case revealed normal device performance with no alarms or malfunctions and user-related missed meal announcement as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement, with device functioning as designed.